Event description:
Emt's responded to a 59 year old male found not breathing. The pt was diagnosed in cardiac arrest. The device was connected and an attempt was made to perform an automated ECG analysis. The device allegedly displayed a continuous connect electrodes message and analysis was inhibited. Another set of electrodes was attached to the pt and again the connect electrodes message was displayed. A backup lifepak 300 automatic advisory defibrillator and defib cable was used with no other problems reported. The pt's ECG was analyzed and no shock was advised. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.